Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) mentioned that the customer had reported an initial drawer issue on the station, which then indicated it was not communicating after recovery. Despite rebooting, the station remained stuck on a blue screen. The station was online on remote smart service (rss). The tss contacted the customer and asked for a serial number, but the customer did not have the serial number. The customer clarified that the correct machine was not found in remote smart service and mentioned the device was at a different location. The tss confirmed that the customer agreed to close the case. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es station was not communicating and after rebooted the station, it became stuck on a blue screen. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.